Event description:
Fluoro monitor fell from it's over track mount. The bolt that held frame to overhead track had backed out. The bolt has a set screw that should prevent this from happening. The set screw was found to be loose. The monitor was repaired & reinstalled. Loctite was used on the set screw & added as a inspection item.